Manufacturer narrative:
Investigation results: visual investigation: part 1&2, appear like new with minor blood contamination. Part 2 contains a remnant of thread. The parts 3-5 appear more or less absorbed. Part 3 contains a remnant of thread. Batch history review: due to the fact, that no lot number was provided. A review of the device history records for the complained device is not possible. Conclusion and measures preventive measures: based upon the investigation results, a clear root cause conclusion cannot be drawn. There is no indication for a material manufacturing or design-related failure. Based upon the investigations results, a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with ff017 - 6 craniofix burr hole clamp absorb.16mm. According to the complaint description, problems with the absorbtion occured. Re-surgery is not due to a defect in the craniosacral absorbable, but due to the patient's medical condition. Re-surgery was performed. There was no described patient harm. Additional information was not provided. Additional information has been requested but not yet received as of this report. Additional patient information is not available. The malfunction is filed under aag reference (B)(4). Associated medwatch-reports: 9610612-2021-00229 ((B)(4) + ff017), and 9610612-2021-00230 ((B)(4) + ff017).